Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and does not work. Customer is treating with injections. Troubleshooting could not be performed as the customer did not have the pump with him. The customer's blood glucose reading was 153 mg/dl at the time of incident. The customer was advised that someone would call him with more information. No further details given.